Event description:
It was reported that this inflatable penile prosthesis was no longer inflating properly. The device was explanted. No information was provided regarding whether or not the device was replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump was thoroughly analyzed. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) was worn to the filament. The pump passed leak testing. The pump did not pass activation testing. This could have caused or contributed to the inflation issues observed clinically.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device no longer inflating properly. There were no patient complications.